Event description:
It was reported the numbers on the customer's insulin pump were scrolling in the absence of button press, after the insulin pump went through an x-ray machine. The customer's blood glucose was 300 mg/dl, which was treated with manual injection. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.